Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test and active current test. Critical pump error (open book image) not confirmed. Audio levels changed when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error 63 alarmed during self test and confirmed in insulin pump history with variable (02) due to moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error alarm. The blood glucose level was 8 mmol/l at the time of incident. The insulin pump will be returned for analysis.